Event description:
Information was received that reported a patient had been hospitalized in 2005 due to diabetic ketoacidosis. The reporter states that her blood sugar began to rise the day prior to the hospital admit. The reporter stated that the day before, she changed out her site twice in an attempt to bring her sugars down. The reporter identified the insulin she was using as "fairly new." The device history was reviewed and the pump gave no alerts or alarms. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident.